Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately erratic. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy started on an unknown date around a month before the alert date of (B)(6) 2015. The patient reported obtaining blood glucose results of ¿27.6, 23.7 and 32.3 mmol/l¿ with the subject meter performed within 20 minutes of each other. The patient manages their diabetes with a combination of metformin pills as well as insulin (type and dosage unknown). The patient had reportedly been consuming more food/drink prior to the alleged inaccuracy. A ¿couple of days¿ before the alleged inaccuracy, the patient stated that they experienced ¿vision, speech, shaking, confusion, disorientation and temperature¿ problems. Around one month later, on (B)(6) 2015, the patient stated that they were hospitalized and received treatment of insulin from a healthcare professional. They also stated that they had their blood glucose measured on an e.r meter, but they were unable to provide the result which was obtained. Based on statistical methodology, the calculated difference of the glucose results which the patient provided does not exceed lifescan¿s criteria for accuracy. The unit of measure was set correctly, and the samples were taken from an approved sample site. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient received treatment from a healthcare professional in hospital for these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/24/2015). The patient¿s meter has been returned on 2/10/2015 and evaluated by lifescan product analysis on 2/12/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.